Manufacturer narrative:
Please retract this MDR 2938836-2015-27881. Duplicate report filed on 07/02/2015, 2938836-2015-27386.

Event description:
(B)(4).

Event description:
It was reported that following implant, false mode switches due to far r-wave oversensing were observed. Programming changes were recommended.

Manufacturer narrative:
(B)(4).